Manufacturer narrative:
The device was not returned to olympus for inspection. The reported event was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sphincterotome the protective layer on the cutting edge delaminated. The issue occurred therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure prolonged less than 30 minutes. The procedure was completed with same device. There were no reports of patient harm.